Event description:
It was reported to medtronic minimed that the customer received a short battery life alert and received a replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery alert, but later it was declined. Troubleshooting was performed for the short battery lifetime, and the replace battery was found in the alarm history. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No unexpected alarm or anomalies noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed normal low battery alerts on (B)(6) 2025 11:26:00, (B)(6) 2025 06:22:00 and (B)(6) 2025 10:34:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 11:26:00 after more than 7 days at 13.16 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 06:22:00 after more than 7 days at 15.78 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 10:34:00 after more than 7 days at 18.46 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), cracked case, scratched case and battery tube threads - cracked. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.